Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.

Manufacturer narrative:
(B)(4). The customer returned one unopened representative unit of a 528135 visistat 35r 6/box for investigation. Visual examination was performed with and without magnification. There were 14 staples counted in the cover block, but due to the severe misalignment of the staples, the actual number could not be confirmed. The trigger was returned not engaged. There was evidence of use in the form of biological material present on the device. The reported complaint of "misfire/jamming-info not provided" was confirmed based upon the sample received. During visual inspection it was observed that the staples were severely misaligned preventing the stapler from firing. Functional inspection could not be performed, so the stapler was disassembled, and it was observed that the saddle spring was disconnected from the pusher. Minor die cast anomalies were discovered on the forming tool and a curve was discovered on the bottom piece possibly due to an interference fit issue. A device history record review was performed, and no relevant findings were identified. A corrective and preventative action was opened to further evaluate this issue. A non-conformance was opened by the manufacturing site to further evaluate the saddle spring disconnection issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "staple jamming". Per the distributer, it is unknown how the issue was resolved, if there was any patient harm or injury, or what the current status of the patient is.